Manufacturer narrative:
E1: patient city:(B)(4) patient country: united states.

Event description:
Unomedical reference number (B)(4).event occurred in united states. It was reported that patient faced tape not sticking event on. The needle not inserting straight adhesives were jammed and tape not sticking serter device is jammed for years. The blood glucose level was reported 112mg/dl on 5 may, 122 mg/dl on 16 april and 96 bg mg/dl on 13 april. The body weight is 185 lbs. Tape not sticking more than 24 hours and adhesiveness may be affected by skin type activity level and weather conditions. No further information available